Event description:
On or about (B)(6) 2004, I had a small umbilical hernia repaired under a local. In (B)(6) 2011, I developed pain and swelling in my abdomen. Sought med attention with my regular dr had cat scan and told to see a specialist. Went and was diagnosed with abscess, omphalitis/umbilical. Put on heavy doses of antibiotics. In about 5 days, developed heavy drainage from my belly button. Has seen and told to take more antibiotics (had reaction to first round). This went on, drainage for many months. Stayed on antibiotics. Developed c-diff. Went to a new dr and he did in office exploring and found a huge stitch. Waited a few weeks and looked again and found large pustual and mesh sticking up into belly button. Mesh has gone into...